Event description:
During a percutaneous transluminal angioplasty (pta) procedure, there was difficulty inserting a brite tip sheath in a patient due to the distal portion of the sheath being frayed. Therefore, the physician stopped using the brite tip sheath and a different sheath introducer was used instead without any issues. The procedure was finished successfully. There was no reported patient injury. The device was prepped per IFU instructions and there were no anomalies were noted prior to use. The target lesion was the superficial femoral artery (sfa). It is unknown the access site vessel characteristics. The device will not be returned for analysis.

Manufacturer narrative:
Complaint conclusion: during a percutaneous transluminal angioplasty (pta) procedure, there was difficulty inserting a brite tip sheath in a patient due to the distal portion of the sheath being frayed. Therefore, the physician stopped using the brite tip sheath and a different sheath introducer was used instead without any issues. The procedure was finished successfully. There was no reported patient injury. The device was prepped per IFU instructions and there were no anomalies were noted prior to use. The target lesion was the superficial femoral artery (sfa). Access site vessel characteristic were unknown. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot revealed no anomalies during the manufacturing and inspection processes. No nonconformance records were issued for this lot. The cannula molding parameters were reviewed and were found to pass. The complaint could not be confirmed without product return for analysis. Based on the minimal information provided, it is not possible determine the root cause of the insertion difficulty or the frayed condition of the distal portion of the sheath. Insertion difficulty and damage to the distal tip is often related to the condition of the access site (i.e. Scarring, calcification), therefore, procedural/handling factors may have contributed to the event. There is no evidence that this complaint was related to a manufacturing or design issue, therefore, no corrective actions will be taken.